Event description:
It was reported that the fowler cylinder was not functioning to specification. No adverse consequence is alleged.

Manufacturer narrative:
Device eval was not possible. The device was lost in international transit.